Event description:
The customer reported the device displayed error code 01000 (defib biphase error) upon power up. Error code 01000 is accompanied by the message/instruction defib failure cycle power and then device operation is halted. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 01000 (defib biphase error) upon power up. Error code 01000 is accompanied by the message/instruction defib failure cycle power and then device operation is halted. There was no adverse pt impact. The device was evaluated by the philips field service engineer (fse) and the stated problem was confirmed. The control pca was found to have been the cause of this malfunction. The device passed testing and was returned to the customer.